Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial lead was removed from the patient due to signs infection at the lead insertion site. Symptoms were redness, swelling and pus. The patient was prescribed oral antibiotics. The cause of the infection is unknown. After taking the antibiotics, the patient¿s condition was reported as good.

Event description:
A report was received that the trial lead was removed from the patient due to signs infection at the lead insertion site. Symptoms were redness, swelling and pus. The patient was prescribed oral antibiotics. The cause of the infection is unknown. After taking the antibiotics, the patient¿s condition was reported as good.